Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported on (B)(6) 2026 at 8:50 p.m, an endoscopy was performed in the ICU by the physician on duty for the purpose of repositioning a nasojejunal tube. At the start of the procedure, a nasojejunal feeding tube was inserted; however, during insertion, the stainless steel tip detached and remained within the body cavity. A second tube was subsequently inserted, and the physician noted that the retained tip would be left in the cavity under observation. On (B)(6), an abdominal x-ray was taken, which visualized the tip located within the stomach; consequently, the decision was made to retrieve it endoscopically and to reposition the newly inserted tube.